Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that sometimes it takes the customer multiple presses of the wake button to turn the screen on. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issue was found.